Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (failure to deliver). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 75% stenosis, calcification and tortuosity. Failure to follow instructions¿ (device used after the expiration date). Shelf life exceeded ¿ (device used 41 days after the expiration date). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 75% stenosis, calcification and tortuosity. Inherent risk of procedure ¿ (failure to deliver). Failure to follow ¿ (device used after the expiration date).

Event description:
Physician was attempting to deliver 1 endeavor resolute drug-eluting stent to a calcified lesion in the lcx with 75% stenosis and vessel tortuosity but resistance was noted at lesion. When the device was removed it was noted to be deformed. The physician changed another stent to complete the surgery. The patient is good. Evaluation summary: the device was returned to the manufacturing facility for evaluation. The stent was positioned on the balloon between the inner shaft markers. There was no deformation visible to the stent segments or struts. Device was shown to have been used past the device expiration date. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).